Event description:
Boston scientific received information that this patient's remote monitoring system transmitted a low, out of range, shock lead impedance was detected for this internal cardioverter defibrillator and right ventricular (rv) lead. The information was reviewed with boston scientific technical services (ts) where it was determined that the out of range measurement was zero ohms. The patient had an ablation on the day the measurement was detected and it was discussed that electromagnetic interference may impact the impedance. It was also noted that the rv lead pacing impedance had increase from 460-470 ohms to 649 ohms. The patient was readmitted. Additional information received indicating that the out-of-range (oor) impedance measurement was at same time as ablation and was replicated in the presence of the electromagnetic interference (emi) source. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.